Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multiorgan failure. The patient was on right side support after implant and acute aortic valve replacement after implant. The patient was unable to wean from right side support and developed kidney failure. The pump was stopped manually. The death was not device related.

Event description:
It was additionally reported that the right heart dysfunction was pre-existing. The kidney failure was noted post implant. The device operated as expected.

Manufacturer narrative:
Section d4: catalog number corrected. Section g2: reported source corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported adverse events and subsequent patient outcome could not be conclusively established through this evaluation. The device was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) rev. G is currently available. Section 1, ¿introduction¿, lists potential adverse events, including various forms of organ failure (including renal dysfunction) and death that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.